Event description:
It was additionally reported that during support, it was noted of some oozing from jp insertion site. Also, the patient continued to spike low grade fevers.

Manufacturer narrative:
The investigation of vf/vt/af/at, infection/sepsis, access site bleeding, and low pump flow has been completed. There was only the cannula of the pump returned for investigation. Thrombus was added based on the investigation. As the necessary information was not provided, the root cause of the thrombus was not determined access site bleeding: the clinical stated that there was oozing at the jp site. Due to lack of clinical details provided in regards to why the bleeding occurred and how it was resolved, the root cause of the access site bleeding cannot be determined. Low pump flow: there was a small piece of biomaterial found underneath the impeller. There was no biomaterial found in the purge gap. The data logs show that suction alarms were correctly triggered throughout the case. There was an increase of suction alarms on the 28th as well as the 5th during the reported events. The flows throughout support were slightly on the lower end at a few suction points. However, flows are suboptimal on 5/5 but slightly improve throughout the rest of the case. During this time period, the placement signal becomes very flat and there is a trend with flows. However, on 5/6 there is a spike in motor current causing the flows to increase from their low state but not become saturated. This is most likely due to a biomaterial ingestion causing additional resistance on the impeller in terms causing the increase in flows as your motor current remains slightly elevated. Based on the clinical information and data log analysis, the root cause of the low pump flow throughout the majority of the case is most likely due to the patients condition. Vt/vf and sepsis: as the necessary information was not provided, the root cause of the vt/vf and sepsis was not determined. B5 revise with additional information inadvertently omitted on the initial manufacturer device report number 1220648-2025-28795. H6 health effect - clinical code 1930 and 1888 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28795.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient presented with decompensated heart failure in need of impella 5.5 support as a bridge to transplant. During support, it was noted of some suction episode which 1 albumin was administered. The patient also was on bed rest, and experienced ventricular fibrillation/ventricular tachycardia (vt) storm and went on extracorporeal membrane oxygenation support emergently. The patient is listed status 1 for heart transplant. It was noted that upon removal impella 5.5 pump, physician inspected the inlet and outlet and visualized what he thought was a thrombus on the inlet. The physician was suspicious that there may be thrombus because of events that occurred during the course of treatment. Patient went into vt again. Suction events before during and after this event occurred while the pump was in proper position according to echo. Flows were not optimal according to physician at this time and had difficulty unloading the left ventricle and optimizing fluid status. Patient was successfully transplanted, however, physician wanted the pump to be saved and sent back to company.